Manufacturer narrative:
Product complaint # (B)(4). Additional information provided: dermabond prineo 22cm msh adhesive (clr222us) : lot/batch number: 1080rp list any j&j products that were utilized during the case but did not contribute to the reported event. Was there any reported patient or user harm? No. Was there a significant delay? No. If available, provide the product order number (po). . Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2026 and topical skin adhesive was used. Upon opening the package, there is stain on the paper of the mesh, hcp did not use the product. No adverse patient consequences.